Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. The instructions for use for the impella rp system with automated impella controller states the following: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp and impella rp for mechanical circulatory support and following had high purge pressure and a gastrointestinal (gi) bleed. The patient was admitted to the intensive care unit where the patient was intubated upon induction pulseless electrical activity arrest with 30 minutes of cardiopulmonary resuscitation. After successful return of spontaneous circulation, the physician successfully placed the impella cp to the right femoral artery without complications. Left heart catheterization was completed and diffused disease with severe lesion in the right coronary artery (rca) was identified. Three stents were placed to the rca with no intervention to the left system. After the physician proceeded with implanting an impella rp. The same day, post procedure, a critical purge alert triggered and dextrose five percent in water was switched to tissue plasminogen activator three milligrams in 50 cubic centimeters of sterile water. On day 4 of support, the site was oozy with dressing change. A gi bleed was present over the night. Heparin was taken out of the impella rp purge and replaced with sodium bicarbonate. It was noted that systematic heparin was started which was lowered that morning to 550 from 850. Overnight, the impella cp was repositioned and the patient was given two units of blood and one unit of platelets. The next day, the impella rp was weaned to performance level p-4. The gi bleed slowed down, and sodium bicarbonate of the impella rp purge was switched back to heparin due to purge flow dropping the past 12 hours. The patient had received two units of blood and one unit of platelets overnight with a possibility of another unit of blood that day. An echocardiogram was completed to see if the patient could be weaned from both devices. The next day, now day 5 of support, both devices were explanted, impella rp at the bedside and the impella cp in the catheterization lab. The patient was noted to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two device manufacturing reports associated with this event. Refer to initial medical device report for impella cp serial number (B)(6) with date of event 21-nov-2024 and identifier ending in (B)(6).